Event description:
I went to ossip optometry in (B)(6) to order chromagen lenses. It took over a month to arrive but, I got them. They help with being color blind by the way. I finally got my pair today one instantly went off mu finger and into the sink. A lot heavier than my daily contacts. Keep in my mind you only get two sets of contacts for the year for (B)(6). Anyhow, I went to put my other contact in just to try it out since the other set isn¿t here. I got this instant burning in my left eye and I yelled out. My left eye got red and started to burn badly. It¿s very dry now. The burning has started to decrease. I tried to call my the manufacturer for the chromagen lenses in the us no one answered the phone at 4:45 pm est to report this and to find out if this was a stronger normal saline solution than what I¿m use to. Maybe hydrogen peroxide or something else. ¿I think their site is I read better now.¿ I have my eye washed out a few times and called ossip on (B)(6) and emailed them a few times about this. Tori the girl I spoke with isn¿t the eye doctor. My wife called them and asked what solution was the contact case since it burned my eyes so bad and I wear contacts daily. She said the contact lenses that they were sent in doen¿t say anything but she thinks saline. My question is do chromagen lenses get shipped in a different solution since they have a dye and need to last for six months. Or, was this an accidental solution? Or, a strong saline? My eye burning is decreasing after maybe a few hours but has that dry hazy look at times. Thanks .(B)(6)